Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties.

Event description:
A report was received that the patient will undergo a pocket revision due to charging difficulties.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device evaluation indicated that the device was in hibernation upon receipt. The device was successfully charged to full capacity in two charge cycles. The battery charge profile indicated that charge attempts had been frequently interrupted by the associated charger, which are the characteristics of poor air ventilation around the patient's charger. The device exhibited normal device characteristics.